Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter is giving an error message. This complaint was classified based on the customer care advocate (cca) documentation. The patient began to experience the error message on (B)(6) 2014 at 8 am and reportedly started to take less food/drink. At 9 am, the patient was tested at ¿60 mg/dl¿ on another meter and was treated at the emergency room with IV fluid. There was no reported symptoms at the time of concern. It would have been helpful to obtain more information about the reported incident; however, the patient was not available for follow-up. The issue was resolved with troubleshooting. This complaint is being reported because the patient required medical intervention for acute complication of diabetes after the error message issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.